Event description:
The pt was on the table. The hyfrecator 7-797 was in bipolar mode set at 15w. Holding the suction coagulator, 137307, the doctor activated the unit via the footswitch and the doctor felt a shock in her hand. No treatment was required. There was no burn indication.